Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12feb2021 .

Event description:
The customer reported proximal pressure sensor auto-zero failed. There was no patient involvement.

Manufacturer narrative:
Based on the parts returned the alleged complaint of proximal pressure sensor auto-zero failed could not be duplicated the returned solenoid valve (sol4) was tested and no failures were identified.

Manufacturer narrative:
G4: 14apr2021 b4: (B)(6)2021 the device was evaluated by a philips service technician who confirmed the reported event through the review of the event log. Philips service technician replaced two solenoid valves in the gas delivery system, the unit passed functional testing, and no other issues were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.